Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester explained he opened the kit, went to cauterize and nothing happened. Harvester changed out the cords and generator, and device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester explained he opened the kit, went to cauterize and nothing happened. Harvester changed out the cords and generator, and device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Signs of clinical use and evidence of blood were observed on the harvesting handle, toggle switch. The heater wire was observed to be slightly bent on the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint for "failure to deliver energy" was not confirmed, but confirmed for analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester explained he opened the kit, went to cauterize and nothing happened. Harvester changed out the cords and generator, and device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.